Event description:
The handheld computer, the flashcard and the programming wand were returned to the manufacturer on 12/21/2015. Analysis of the handheld computer and the flashcard are underway but they have not been completed to date. Analysis of the returned programming wand was completed and no malfunction was identified. The battery was not returned; consequently, an analysis of the battery condition could not be performed. The wand's performance is directly impacted by the battery's condition. After a known good bench battery was installed, passing functional test results verified consistent communication of the wand. Successful, passing electrical test results demonstrated that current consumption rates were within specification, thereby eliminating any possibility of a condition where a battery might be prematurely depleted by the wand circuitry. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications .

Event description:
It was reported that a programming computer was no longer responsive. It was reported that the battery could not be connected to the programming computer. Review of manufacturing records confirmed that the programming computer passed all functional tests prior to distribution. The return of the suspect programming computer is expected but it has not been received to date.

Event description:
Analysis of the returned handheld computer was completed and the reported allegation ¿battery failure¿ was verified. A visual analysis of the main battery was able to verify that it was swollen. During the analysis, it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified. Analysis was completed on the flashcard software. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.